Manufacturer narrative:
Article citation: fernandez-garcia, aitor, et al. "Medium-term clinical outcomes following xen45 device implantation," ophthalmology, (2019), pages 1-7. This event was previously reported in report 3011299751-2019-00331 for a literature article. Further information was received specific to this patient which warrants the creation of this report. The event of a dellen is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The article "medium-term clinical outcomes following xen45 device implantation" noted a patient with a xen 45 gel stent in the left eye experienced a dellen. Event ultimately resolved and device remains implanted.